Event description:
The customer reported that the system had no input signal and would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter, the image processor and the surge suppressor were all replaced. The system was tested and found to be working as intended and put back into service.